Event description:
A technician reported that an intraocular lens (iol) was exchanged due to the wrong power lens being implanted originally. The lens was exchanged for a different diopter iol. Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Info was provided that the wrong power was implanted. The 23.0d was replaced with a 19.5d. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 08/09/2011 and 08/29/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).